Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, stained keypad overlay, cracked battery tube threads and cracked case along the side of the battery tube. Unable to perform displacement test and reservoir unable to lock into place.

Event description:
The customer reported via phone call that insulin pump got the cosmetic damage and reservoir lip was damaged. The blood glucose at the time of the incident was 60 or 70 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.